Manufacturer narrative:
H3: product analysis:9560524,lotno:my06l001 during the inspection at the time of acceptance, it was observed that the thread of the handle screw was deformed, the bearing was broken, and the joint was worn. Section e: initial reporter details are unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a flex arm. It was reported th at flex arm was defective due to deterioration and damage because of normal use.  The thread of the handle screw was deformed, the bearing was broken, and the joint was worn. There was no patient involved. There were no further complications reported regarding the event.